Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose (bg) level. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.